Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during an esophagogastrectomy procedure, during use of the device to mobilize the fundus and take down existing adhesions, it stopped working and displayed error code 5. The device was disassembled and then reassembled and the same code appeared. It was noted that there was tissue charred at the apex of the jaw. As an attempt was made to clean the jaw & a piece of the blade, at the distal tip, broke off in the nurse's hand. The nurse reports the device was not being cleaned in a metal dish and it was not accidentally activated against metal. The surgeon indicated that during use there were no existing staples or clips present and the device did not come in contact with metal during activation. Another device was used to complete the procedure. There was no adverse consequence to the patient.